Manufacturer narrative:
Findings: no excessive "no delivery" alarm during testing. Unit received with all operating currents within specification and passed functional testing including a 21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with test mini link and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No weak signal or lost sensor alarm noted. Unit was programmed with a 2.0 u/h basal rate and monitored 3 days. Inserted a water test reservoir, programed several bolus and primed. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 560 mg/dl. The customer was explained the 2 high blood glucose rule. Customer was advised that pump will be replaced.